Event description:
It was reported that the user experienced episodes of low glucose while using the ilet with a dexcom g7, with elevated glucose after meals followed by automated correction boluses and overnight declines; the user intermittently did not announce meals, occasionally overtreated lows, shut down the pump overnight to avoid lows, and reported cgm readings deviating by about 20 mg/dl with calibrations performed. Investigation included review of available data and troubleshooting with user education and additional training arranged. Further investigation of this case revealed user-related factors that impeded ilet adaptation, including inconsistent meal announcements, pump shutdowns, and potential cgm inaccuracy. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose, specifically orange juice, with stabilization of glucose and no hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear due to confounding user behaviors and sensor variability, and further evaluation was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.